Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that patient underwent a pulse field ablation procedure involving a faradrive sheath. The experienced a fistula on the access point. Clean puncture site, no hematoma, no bleeding, systolic murmur, fistula between a branch of the anterior saphenous vein of the thigh and an internal pudendal artery found on the doppler ultrasound. Surgical management was scheduled for (B)(6) 2025 for coil placement. No more information provided.